Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Reported manufacturer number:1627487-2023-04738. It was reported the patient lost effective coverage due to the t12 and s1 drg leads had migrated. The patient underwent surgical intervention where both the leads were replaced with new ones restoring therapy.